Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found damage consistent with tampering. Due to the condition in which the device was received, root cause analysis could not be performed. A system interconnect flex cable was replaced as a precaution. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.